Manufacturer narrative:
Device available, return date - additional information date manufacturer received - additional information type of report - additional information follow-up type - additional information device evaluation, device returned - additional information evaluation codes - additional information, device evaluation additional manufacturer narrative - additional information, device evaluation the pipeline flex braid was returned for evaluation. The pusher was not returned. The pipeline flex braid found fully opened with no damage. No blood was observed on the returned devices. Based on the analysis findings and customer's photos, the pipeline flex was not confirmed to have failure to open. The event cause could not be determined as the returned pipeline flex braid was fully opened and no damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the pipeline flex did not expand as desired. The device was reported to have initially opened good at the distal section but then appeared to twist. It was attempted to untwist the pipeline flex. However, the device did not open. It was decide to remove the device. A new pipeline and phenom were used to successfully treated the patient. No patient injury occurred. The devices were reported to have been prepared per the instructions for use (IFU). The aneurysm was in the left carotid ophthalmic. It was unruptured, fusiform, with a max diameter for 5mm and a neck of 9mm. The distal landing zone was 3.8mm and the proximal was 4.8mm. The anatomy was minimal in tortuosity. The patient was reported to have a nickel allergy.